Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as high on cgm with trace ketones. Elevated bg was addressed via a correction bolus and a manual injection that was administered to the customer by the school nurse. Reportedly, the customer is using insulin and cartridge's beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog or 72 hours if usuing novolog. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.